Manufacturer narrative:
Initial reporter address 1: (B)(6). The synergy xd mr ous 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage struts lifted and pulled. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 27may2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2.5x20mm maverick balloon catheter, a 3.00 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion because of severe calcification. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.